Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with suspected infectious endocarditis. Cardiac echocardiography revealed adhesive materials on the leads. Physician suspected that the infection was caused by the device system. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
New information received notes that according to the pet examination, a substance-like adhesion was not observed on the lead. The patient was diagnosed with infection spondylopathy and will be treated in an orthopedic clinic.